Event description:
A customer reported that needles of ophthalmic sutures were not sharp. Procedure details and timing of the event are unknown, and there was no patient health impact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).